Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The device was returned for a battery chamber and error 42224. The reported issue was verified and repaired. The device displayed error 42224. The mp board was replaced due to the error. The keypad overlay, cracked battery compartment and the scratched lens were replaced. The device was calibrated, and the software was installed. The device passed al functional testing.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found during testing.

Event description:
Information received a smiths medical cadd solis 2120 battery chamber - and ec 42224. No patient adverse events reported.